Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The blower and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the blower and machine flow sensor were functioned as designed and operated without issue or error codes.